Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, three pts had an unexpected refractive outcome. Add'l info has been requested. There are three medical device reports associated with this event. This report is for the first of three pts.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined by the investigation. Add'l info was requested on 02/24/2012 and 03/14/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).